Event description:
The recipient reported falling off the bed and there was an impact to the implant area; the user no longer had hearing sensation with the device. The user has been re-implanted. It was stated in the device explant report that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, in situ measurements show two channels involved in one short circuit since 2013 due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported falling off the bed and there was an impact to the implant area; the user no longer had hearing sensation with the device. Re-implantation will be suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, in situ measurements show two channels involved in one short circuit since 2013 due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary, but no date for revision surgery has been scheduled yet.

Event description:
The recipient reported falling off the bed and there was an impact to the implant area; the user no longer had hearing sensation with the device. Re-implantation has been suggested, however, no specific time frame has been determined for this to occur.